Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6) 2009 (patient age, gender, and weight unknown). According to the complainant, during the procedure, the unit would not deliver energy in either the monopolar or bipolar modes. The complainant noted that the system powers up with no issues or error messages. Follow-up with the complainant confirmed that information regarding the patient or procedure was not available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - output, none. (B)(4). Although the unit had some scratches and sticker residue, it passed all testing evaluation protocols. As a precaution, the returned foot pedal was also tested, and it was verified that it too was functioning properly. The condition of the returned incident device was not consistent with the complaint of no output in either monopolar or bipolar mode; the complaint was confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.